Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 394mg/dl. It was stated that the customer has been hospitalized twice within twenty four hours. The nurse stated that the customer was instructed to call us, but he never did. Attempted to contact the customer to troubleshoot the insulin pump and he believes that the infusion set was occluded. The customer stated that once the site, infusion set, and reservoir were changed everything had been working. Advised the customer to call us if he has further issues. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.